Event description:
Reporter stated the infusion set tube broke near the luer lock connection. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Lot number - asku. The accu-chek ® flexlink infusion set was from one of four different lot numbers; 5083495, 5078640, 5078642, or 5049863. The customer had product from all four of those lot numbers and there was not a way to determine which lot was in use at the time of the event.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.